Event description:
The customer stated that she went to the emergency room this morning due to a low blood glucose of 48 mg/dl. The customer declined troubleshooting as she felt the event was due to bolusing for food she ate, then vomiting that food. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.